Event description:
It was reported that the arctic sun device was trying to cool the patient. Target temperature was 33c, patient temperature was 37.7c, water temperature was 29c. Mixing command was 1005. Pump hours were 2610. System hours 2844. Mss asked the nurse to send the device to biomed labelled with alert 113 ( reduced water temperature control ) and change the patient to another device. Per follow up 1 received via ibc on 04/27/2021, therapy was discontinued. Per follow up 2 received via ibc on 04/28/2021, device was back in service. Ran functional test and could not replicate error.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. Target temperature was 33c, patient temperature was 37.7c, water temperature was 29c. Mixing command 1005. Pump hours 2610. System hours 2844. Ms and s asked the nurse to send the device to biomed labelled with alert 113 ( reduced water temperature control ) and change the patient to another device. Per follow up 1 received via ibc on 04/27/2021, therapy was discontinued. Per follow up 2 received via ibc on 04/28/2021, device was back in service. Ran functional test and could not replicate error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported issue was unconfirmed, labeling review was not required. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was trying to cool the patient. Target temperature was 33c, patient temperature was 37.7c, water temperature was 29c. Mixing command 1005. Pump hours 2610. System hours 2844. Ms and s asked the nurse to send the device to biomed labelled with alert 113 and change the patient to another device. Per follow up 1 received via ibc on (B)(6) 2021, therapy was discontinued. Per follow up 2 received via ibc on (B)(6) 2021, device was back in service. Ran functional test and could not replicate error.